Manufacturer narrative:
Title: neoadjuvant androgen deprivation therapy effects on perioperative outcomes prior to radical prostatectomy: eleven years of experiences at (B)(6) hospital source: research and reports in urology 2021:13 303¿312. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study evaluated outcomes of patients who underwent radical prostatectomy for prostate cancer between 2008 and 2018. There were 718 procedures performed either by open procedure, laparoscopic and robot-assisted. Ligasure was used for lateral prostatic pedicles dissection in the laparoscopic group. Complications in the total study group included: bleeding and adjacent organ injury (rectum, bladder, ureter, iliac vein and small bowel). Blood transfusions were listed but no other interventions were reported.